Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator failed to sustain the set pressure. The device's pressure gauge was replaced to address the issue.